Manufacturer narrative:
The device has been received by depuy synthes power tools. The device is currently undergoing evaluation. Once the evaluation has been completed or additional information is received, a supplemental MDR will be sent. Ref: (B)(4).

Event description:
Report received from the USA indicating that the device had an "air leak." It is known that the device was used in surgery and that no patient or user injury was reported. It is not known if medical intervention occurred. There was no additional information provided.